Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lead was explanted and replaced with another model as the lead was fractured. Effective stimulation was restored postoperatively.

Manufacturer narrative:
Corrected data : (event date), (explant date) and (date received by manufacturer) were unintendedly reported incorrect in the initial report. This report consists of correct information.

Event description:
Additional information received from the field clarified the explant date is (B)(6) 2017 indeed.